Manufacturer narrative:
Device evaluated by MFR: the outer shaft, mid-shaft and the remainder of the device were checked for damage. The handle was separated when received from the customer site. The guidewire was returned stuck in the device. The outer sheath showed buckling approximately 9cm from the nosecone. The mid-shaft showed 1 place of a minor compression issue approximately 20.5cm from the markerband. The proximal inner shaft and inner liner showed a separation approximately 135cm from the markerband. The proximal shaft also showed severe prolapsing. The pull rack was fractured 2.5cm from the tip of the retainer clip. The stent was not returned. No additional damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that partial stent deployment and stent elongation occurred. The 90% stenosed target lesion was located in the highly tortuous and averagely calcified superficial femoral artery (sfa). Following pre-dilation, a 7 x 200 x 130 innova¿ stent was advanced contralateral up and over an aorta-fem bypass over a .014 thruway guidewire and stent deployment was initiated. The stent was deployed using the thumbwheel, and then the physician switched to the pull-grip method. After approximately 70% of the stent was deployed, the pull grip no longer worked. The handle was broken apart and the physician manually pinned the inner core and retracted the outer sheath in order to deploy the stent. The stent significantly elongated to about 230cm. Another innova¿ stent was placed inside the stent to cover the elongated portion and minimize the risk of a stent fracture. There were no patient complications and the patient was not harmed. The final angiogram showed a patent vessel.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial stent deployment and stent elongation occurred. The 90% stenosed target lesion was located in the highly tortuous and averagely calcified superficial femoral artery (sfa). Following pre-dilation, a 7 x 200 x 130 innova¿ stent was advanced contralateral up and over an aorta-fem bypass over a .014 thruway guidewire and stent deployment was initiated. The stent was deployed using the thumbwheel, and then the physician switched to the pull-grip method. After approximately 70% of the stent was deployed, the pull grip no longer worked. The handle was broken apart and the physician manually pinned the inner core and retracted the outer sheath in order to deploy the stent. The stent significantly elongated to about 230 cm. Another innova¿ stent was placed inside the stent to cover the elongated portion and minimize the risk of a stent fracture. There were no patient complications and the patient was not harmed. The final angiogram showed a patent vessel.

Manufacturer narrative:
Age at the time of event: around (B)(6) of age. (B)(4).

Event description:
It was further reported that the stent could not be deployed and it was unknown if it was an issue with the deployment handle or a wire sticking issue.